Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during drain three of four of their therapy. The patient had drained 671ml of an expected 2295ml at the time of the alarm. It was verified that the patient¿s connections were secure and that there were no air bubbles visible in the patient line. The patient cancelled the treatment and, upon removing the cassette, discovered that there was a fluid leak. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with treatment without the cycler if necessary. At this point in time, there has been no report of patient injury or medical intervention required as a result of the reported leak. Additional information related to the event was requested but has not been provided.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Additional information solicited and received. The patient did not miss any treatments. Treatment was resumed on the replacement cycler with no new event reported. (B)(6).